Event description:
Per hospital staff, hospital ac power supply does not register as plugged in and does not charge when plugged into the freedom driver. No reported adverse impact to patient. Staff confirmed the power supply was the malfunctioning component, freedom driver was functional with alternate power supply.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom hospital ac power supply s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found no abnormalities. Power supply passed all functional testing for acceptance at incoming inspection. Additional testing included using a known functional freedom driver and 10 known functional batteries. Power supply successfully powered the driver and charged all 10 batteries as intended. Customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; root cause of the reported inability of the power supply to be acknowledged by the driver or charge batteries was unable to be determined. Failure investigation identified no damage or test failures that could have contributed to the complaint. No evidence of a device malfunction was found. Patient was provided a separate power supply and no adverse impact was reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, hospital ac power supply does not register as plugged in and does not charge when plugged into the freedom driver. No reported adverse impact to patient. Staff confirmed the power supply was the malfunctioning component, freedom driver was functional with alternate power supply.